Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that aneurysm embolization was performed. After the balloon was in place, it was inflated. Leakage of the balloon was found, another balloon was replaced, filled smoothly, and the operation was completed no patient symptoms or further complications were reported as a result of this event. Additional information received that the balloon did not inflate. The leak was observed inside the body. It was clarified that liquid was leaking.

Manufacturer narrative:
H3: product analysis of 104-4770, lotno:b439083 damage location details: no damage was found with the hyperform catheter hub. No bends or kinks were found with the hyperform catheter body. Upon visual inspection, the balloon appears to be in good condition. Upon microscopic examination, a defect (tear) in the balloon choroprene tubing was found at the location of the leak. No other anomalies were observed. Testing/analysis: the hyperform occlusion balloon catheter was flushed and water was found to be leaking at the balloon choroprene tubing. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿balloon leak at distal gw seal¿ was prior to use; therefore, the damage likely occurred during use. The damage observed is consistent with mechanical or navigation related damage. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the liquid was saline. The catheter leak was observed in the distal section. The device was removed and replaced to continue the surgery.